Event description:
Being naive and trusting, pt's doctor promised pt their implants would be safe for a lifetime. Noticing a slipping feeling in their right shoulder and pain, pt had their implants removed. The MRI confirmed the rupture and full spillage of silicone toward their shoulder. The replacement was saline. Being told once again that the salt walter was safe because it would absorb in your body, and because pt didn't want to be permanently disfigured by total removal; pt took this route. Within three years, pt was noticing one breast getting smaller by over half and started to be really sick. With each mild cold, pt would spend months trying to fight off severe chest infection, cough and asthma related allergy bacteria. Also, pt had rheumatoid arthritis, skin dermititis and chronic fatique, -over 15 years- and depression. Knowing pt is faced with a third surgery in order to get this bacteria out of their chest; pt is facing total disfigurement. The depression is unreal as pt is bright, intelligent and happily married. Pt blames themselves for their ignorance and wish they could undo their stupid mistakes. Please stop all implants. Pt knows for pts needing reconstruction, they are necessary. But for vanity and money; it is too risky. Pt has never smoked, used drugs or been sick in any other way.